Manufacturer narrative:
An investigation of the reported condition was performed. There were no samples submitted with this complaint. The complaint shall be reopened if a sample is received. The reported condition was not confirmed. The device history record (DHR) file was reviewed indicating that product was released meet all quality standard requirements. According with the investigation addressing in the corrective and preventive action (CAPA) the potentially root causes found were the following: tool useful life is exceeded (+25 years). Lack of synchronization between ejector plate and air puppet. Damaged or blocked air puppets in core. The following corrective actions were addressed through corrective and preventive action (CAPA) as follows: due the design and condition of the tool, a major refurbishing will not be effective and the root cause will not be eliminated. The actions taken were to decommission the outdated tool (the tool was stopped). A major refurbishing to the existing tools that are not outdated.

Manufacturer narrative:
Submit date: 05/05/2017. An investigation is currently underway. Upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the light handles were cracked when received. The customer further reports that this was discovered during prep and no harm to the patient occurred.